Event description:
Hcp reported changing concentrations from 500 to 2000mcg/ml intrathecal baclofen. They programmed an 819 mcg. Single bolus over 18 mins and 22 seconds instead of 18 hrs 22 mins and the pt received 205 mcg. During this time. Pt's daily dose was 270-280 mcg/day. The hcp was instructed to stop the pump and reviewed the overdose symptoms and protocol for treating these symptoms, including monitoring the pt for 24 hrs in a hospital setting as they were at hcp's office and did not have access to physostigmine. The pt recovered.